Manufacturer narrative:
Correction: e1, e2, e3 additional information: b5 clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of drain complications, peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy, and transition to hd therapy. The cause of the peritonitis was attributed to a cross contamination event with a wound infection from the patient¿s below the knee amputation. Additionally, the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Staphylococcus aureus is commonly found in the mucus membranes and/or on the skin of humans and is the most frequent organism associated with infections in pd patients. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2021 fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was taken to the hospital on (B)(6) 2021 for drain complications and fever. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for drain complications and fever. A pd catheter (not a fresenius product) revision was performed due to the catheter having migrated out of position. The surgery was successful and the patient was admitted for evaluation of the catheter¿s function during pd therapy. On (B)(6) 2021, the patient reportedly complained of abdominal pain and a peritoneal effluent culture was obtained. The patient continued to undergo ccpd until (B)(6) 2021, when the patient encountered drain complications. On (B)(6) 2021, the peritoneal effluent fluid cultures returned positive for staphylococcus aureus and the patient was diagnosed with peritonitis. It was also reported the patient was found to have ¿pockets of puss¿ within the peritoneum. The patient¿s pd catheter was surgically removed on (B)(6) 2021 and a tunneled permanent hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd therapy and was treated with intravenous (IV) vancomycin 1500 mg (frequency not provided). The pdrn states the patient remains hospitalized and will remain on hd for rrt for the foreseeable future. The cause of the peritonitis was attributed to a cross contamination event with a wound infection from the patient¿s below the knee amputation. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Event description:
On (B)(6) 2021 fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was taken to the hospital on (B)(6) 2021 for drain complications and fever. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for drain complications and fever. A pd catheter (not a fresenius product) revision was performed due to the catheter having migrated out of position. The surgery was successful and the patient was admitted for evaluation of the catheter¿s function during pd therapy. On (B)(6) 2021, the patient reportedly complained of abdominal pain and a peritoneal effluent culture was obtained. The patient continued to undergo ccpd until (B)(6) 2021, when the patient encountered drain complications. On (B)(6) 2021, the peritoneal effluent fluid cultures returned positive for staphylococcus aureus and the patient was diagnosed with peritonitis. The patient¿s pd catheter was surgically removed on (B)(6) 2021 and a tunneled permanent hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd therapy and was treated with intravenous (IV) vancomycin 1500 mg (frequency not provided). The pdrn states the patient remains hospitalized and will remain on hd for rrt for the foreseeable future. The cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycle and the serious adverse events of drain complications, peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy and transition to hd therapy. The etiology of the events is unknown; therefore, causality cannot be established. However, the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. Staphylococcus aureus is commonly found in the mucus membranes and/or on the skin of humans and is the most frequent organism associated with infections in pd patients. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 21/may/2021 fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was taken to the hospital on (B)(6) 2021 for drain complications and fever. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2021 for drain complications and fever. A pd catheter (not a fresenius product) revision was performed due to the catheter having migrated out of position. The surgery was successful and the patient was admitted for evaluation of the catheter¿s function during pd therapy. On (B)(6) 2021, the patient reportedly complained of abdominal pain and a peritoneal effluent culture was obtained. The patient continued to undergo ccpd until (B)(6) 2021, when the patient encountered drain complications. On (B)(6) 2021, the peritoneal effluent fluid cultures returned positive for staphylococcus aureus and the patient was diagnosed with peritonitis. The patient¿s pd catheter was surgically removed on (B)(6) 2021 and a tunneled permanent hemodialysis (hd) catheter (not a fresenius product) was placed. The patient was transitioned to hd therapy and was treated with intravenous (IV) vancomycin 1500 mg (frequency not provided). The pdrn states the patient remains hospitalized and will remain on hd for rrt for the foreseeable future. The cause of the peritonitis is unknown; however, the pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.